Event description:
It is reported that the patient's insulin pump had water damage. The patient's blood glucose level was unknown. Trouble shooting was conducted. No further information available.

Manufacturer narrative:
The insulin pump received with blank display due to moisture damage on electronics. Unable to verify counted numbers anomaly, display anomaly, alarm due to blank display. No noise anomaly noted. The insulin pump received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.